Event description:
After an implantation time of about 28 months, it was reported that home monitoring indicated a pacing impedance of >3000 ohm. The device was explanted. There was no adverse pt effects reported.